Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/20/2019. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Evaluation: received one drain and trocar for analysis. The trocar is broken off the drain in the connection area. Apparently, the sharp edge of the trocar¿s rib damages the silicone drain if the trocar is pulled under some angle related to the drain tube and causes breakage. The product however matches its specification.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2018, and a drain was used. During use the connection part of the trocar needle and the drain was broken, no extra force was applied, and no damage was delivered. Further details are not provided. There were no adverse consequences to the patient.